Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, and h11. The device was returned to the factory for evaluation on 11/27/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the returned condition of the device and the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000422923 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2. They stated that at the beginning of procedure to harvest lower leg, the harvester was working normally. They then withdraw the cannula and clean the harvester before harvesting the upper leg. When they open the jaw, they found that the heater wire was lifted from the jaw. There were no components of the device (metal / silicone) detached into the harvesting tunnel / inside the patient. They opened another set of vh-4000 and completed the procedure. There was no procedural delay and no patient harm or injury reported. Photos provided by complainant shows that the heater wire is lifted.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2. They stated that at the beginning of procedure to harvest lower leg, the harvester was working normally. They then withdraw the cannula and clean the harvester before harvesting the upper leg. When he open the jaw, he found the insulation jaw departed from the jaw. There were no components of the device (metal / silicone) detached into the harvesting tunnel / inside the patient. They opened another set of vh-4000 and completed the procedure. There was no procedural delay and no patient harm or injury reported. Photos provided by complainant shows that the heater wire is lifted.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.